Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient was experiencing a loss of therapeutic effect following the fall.

Event description:
It was reported that the patient had had "a bad fall" on her back and couldn't use the implantable neurostimulator (ins). It was stated that the ins wouldn't hold charge. It was reported that the stimulation went in her stomach when she turned it on her back where her battery was. It was stated that the pain was "so bad." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy, but they were working with their doctor or medtronic representative. It was stated that the patient had "not been able to get an appointment with the doctor".

Manufacturer narrative:
Product ID 3986ilc, lot# n24016a, implanted: (B)(6) 1999, product type: lead. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 7425, serial# (B)(4), implanted: (B)(6) 1999, product type: implantable neurostimulator. Product ID 3998 lot# v003186, implanted: (B)(6) 2006, product type: lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).